Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra meter has a power issue (does not turn on). The complaint was classified based on the customer care advocate (cca) documentation. The power issue began approximately 2 weeks ago at 6 pm. At the time of concern, the patient managed her diabetes with less food as a result of the power issue. She was tested on a hospital meter at 378 mg/dl and required insulin treatment at the emergency room that day. Within two hours of the onset of the power issue, the patient reportedly was feeling dizziness. The power issue was not resolved with training. There was no product misuse. This complaint is being reported because the patient required medical intervention with insulin after the power issue began. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.